Event description:
It was reported that the device broke apart inside the patient. A rubicon 14 guide catheter was selected for use. During the procedure, it was noted that the rubicon became stuck on an unknown guidewire and broke in half when removal was attempted. The broken portion of the rubicon was retrieved and there were no reported complications to the patient.